Event description:
It was reported that this right atrial (ra) lead exhibited under-sensing of atrial flutter. Every other beat was in refractory with some falling into blanking, resulting in a lack of mode switching. The arrhythmia was not chronic and converted while the patient was in the clinic. In addition, the atrial tachy response (atr) trigger rate was set to 150 bpm and the atrial flutter rate was slightly less at 145 bpm. It was noted that lowering the atr trigger rate to 140 bpm and decreasing atrial blanking after ventricular pace to 85 mms still did not allow mode switching. Technical services (ts) reviewed additional programming options. This ra lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).